Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue likely occurred because when the clip is pressed against the tip of the sheath, the clip may become stuck in the sheath. However, the device was not returned due to being discarded and a conclusive root cause not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the repositionable clip could not be detached from the metal coil sheath. The nurse needed to advance the handle and shake the plastic sheath, and eventually the clip was detached successfully. The issue was found during during the procedure, a colonoscopy. There were no reports of patient harm.